Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hyperlipidemia, uterine bleeding, high cholesterol and blood pressure high. Concurrent conditions included menometrorrhagia, acute vaginitis, heavy periods, uterine fibroids, chronic cervicitis, squamous cell metaplasia, adenomyosis and urgency urination. Concomitant products included amlodipine and metronidazole. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: endometrium biopsy. Fragments of benign lower uterine segment and weakly proliferative endometrium. No evidence of hyperplasia or malignancy. On (B)(6) 2016: uterus with right and left fallopian tubes, hysterectomy with bilateral salpingectomy: leiomyomata uteri. Mild acute and chronic cervicitis and end cervicitis with focal immature squamous metaplasia. Proliferative phase endometrium with small benign endometrial polyp. Adenomyosis. Unremarkable fallopian tubes. No evidence of malignancy. Ultrasound pelvis - on (B)(6) 2016: significantly enlarged uterus and multiple fibroids. Ultrasound scan - on (B)(6) 2016: uterus to measure 12.35 x 8.38; the uterus to measure 12.35 x 8.38, multiple fibroids measured 4.49 x 4.91, 6.47x 5.12 and 5.02 x 4.07 being the three largest.